Event description:
It was reported that the patient had twiddler's syndrome, causing the left ventricular (lv) lead to become unstable and dislodge. The lv lead was partially removed and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).